Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided and no product will be returned. No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported the device falsely alarmed occlusion which caused a delay in care. The cqi data from ikp does not match the event description. The customer states there was no patient harm.